Event description:
It was reported that the right portion of the touchscreen display is not responding. There was no reported impact to customer blood glucose level. Pump was not being worn at time of call.

Manufacturer narrative:
The device has been rec'd for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.